Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 500 mg/dl, at the time of incidence. Customer reported before the incidence they had over 490 mg/dl, of blood glucose value. Customer reported they noticed air bubble in the reservoir. Customer did not have any symptoms. Customer was not using insulin pump within the 48 hours of reported event. Customer was firstly assisted with pairing the transmitter to the insulin pump. Customer felt okay to troubleshoot for high blood glucose level. The insulin pump and reservoir will not be returned for analysis.